Event description:
The pump was returned for investigation. Investigation revealed contamination found under the up/down arrow and contrast keypad buttons. No visible damage was noted to the keypad. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed contamination found under the up/down arrow and contrast keypad buttons. No visible damage was noted to the keypad. Unrelated to the complaint, a small tear was noted under the bolus button. A damaged button cover will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as a damaged button should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The keypad buttons and the audio bolus button were found to be responsive button presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.